Event description:
Mid 70¿s female with history of hypertension, diabetes and coronary artery disease. Procedure: left heart cath with angiography. During the procedure, the one way valve was leaking and had to be removed, without known harm to patient. Another one used without problems. Manufacturer response for introducer, catheter, glidesheath slender (per site reporter) will obtain.